Event description:
The user facility reported their washer was leaking water across the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the drain pipe hose clamps were not secure. The loose hose clamps along with vibration from the recirculation pump then caused the drain pipe to direct away from the floor drain and leak water onto the floor. The technician directed the drain pipe into the floor drain and secured the pipe with hose clamps. The washer was tested, confirmed to be operating to specification and was returned to service.